Manufacturer narrative:
H3: analysis of the rbt device found the complaint was confirmed. Visual/physical examination and functional testing found the actuator malfunctioned. The rbt device was repaired, recalibrated and passed all testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the rbt device found the complaint was confirmed. Visual/physical examination and functional testing found a lvdt7 and setup error. The rbt device was repaired, recalibrated and passed all testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: asm0113-03r, serial/lot #: (B)(4) , ubd: , UDI#: (B)(4) a medtronic representative went to the site to test the equipment. Testing revealed that the rbt device was replaced and the software was uninstalled and re-installed on the system. The system then passed the system checkout and was found to be fully functional. Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure to treat deformity and adolescent scoliosis with fixation using screws and rods. It was reported that planning was completed by the surgeon prior to the procedure and reviewed the day of the case. A clamp was selected as the mount. Registration was successful when labeling off of l2. All wires were executed accurately except for right l2, which was inferior and lateral to the pedicle. After drilling the pilot hole for right l2, the surgeon and physician's assistant felt the placement was off. The rbt device was resent to the trajectory and the pilot hole was re-drilled. When using flouro with the k-wire placed, the wire was found to be deviated inferior and lateral to the pedicle. The surgeon went through the plan again and verified that the system was mounted correctly and at the correct station. No platform shifts were identified. The screw was repositioned freehand. Neuromonitoring and flouro were used to confirm safe and final placement of the screws. There was no patient harm and the procedure was delayed less than an hour.